Event description:
It was reported by the customer that the rubber is coming off the casters and the bed is sliding when the brakes are engaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.